Event description:
Literature was reviewed regarding fusion assessment of oblique lumbar interbody fusion using demineralized bone matrix: a 2-year prospective study.  The following medtronic devices were used: grafton dbm, clydesdale cage, and a percutaneous pedicle screw fixation system (either sextant or longitude system.  Among patients adverse events / device product performance issues included:  complications related to the sympathetic trunk occurred in 5 patients (6.3%), which mostly improved over time pseudohernia occurred in 1 patient (1.3%). No other complications were observed. At the 2-year mark, subsidence was present in 48 (50.0%) cases. At 2 year follow up, 3 patients had grade I pseudoarthrosis. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Doi: 10.14245/ns.2347032.516 a2. This value is the average age of the patients reported in the article as specific patients could not be identified. A3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B3. Please note that this date is based off of the date of acceptance of the article. D4: product identifiers are unknown. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. G4: 510(k)# is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.